Manufacturer narrative:
The reported complaint of overheating could not be confirmed. Product did not overheat during functional testing. At no time did mdu overheat or become noisy. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process.

Event description:
It was reported the powermax elite mdu hand control gets hot. A back up device was utilized to complete the procedure. No patient injury or complications were reported.